Event description:
It was reported that a small volume folfusor elastomeric device leaked. The reporter stated that after filling the device with normal saline and fluorouracil, the fill port showed reflux. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.